Event description:
An hme/electrostatic filter w/port -evaluemed- was attached to a smith's medical pneupac patient circuit for ventilation of a patient on the pneupac MRI transport ventilator. An incorrect configuration of the pneupac patient circuit and hme filter led to a failure to ventilate the patient. Attempts to manually bag-valve resuscitate were unsuccessful.